Event description:
The customer observed a false positive alinity I total b-hcg result for 1 patient while running on the alinity I processing module. The following data was provided (reference range: </= 5.00 iu/l is negative, >/= 25.00 iu/l is positive, > 5.00 iu/l and < 25.00 iu/l is grayzone): on (B)(6) 2021 sid (B)(6) = initial result = 4.40 iu/l (negative), repeat results = 6.23 iu/l (grayzone), 30.59 iu/l (positive). The customer ran sid (B)(6) on another instrument and generated a result of < 2.3 iu/l (negative). The customer then put the sample back on the alinity (sn (B)(4)) and generated a result of 10.6 iu/l (grayzone). There was no impact to patient management reported.

Manufacturer narrative:
Service determined the sample alinity pipettor probe (03r96-01) the likely cause and replaced the probe on the alinity I processing module. Part replacement resolved the issue. A review of the analyzer service history identified related service ticket (B)(4) (receipt date 09/02/2021) that documents the maintenance of (B)(4) including the replacement and calibration of the alinity pipettor probe (03r96-01). There have been no subsequent occurrences of discrepant results documented after the probe was replaced by service. Trending review determined no trends were identified for the alinity pipettor probe (03r96-01) or the alinity I processing module ( (B)(4)). Device history record was reviewed did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.